Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) displayed an autofill failure. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and confirmed the reported issue. To address the issue, the fse replaced the pneumatic module assembly which corrected the autofill issue. The unit passed all function and safety tests to factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) displayed an autofill failure. There was no patient involvement and no adverse event reported.